Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer firmware issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers failed after a reboot. A field service engineer (fse) found that failures were specific to the legacy full height (fh) drawers and followed knowledge article legacy full height drawer no longer accessible after applying firmware 1.8.2.12 and transferred the necessary files to the unit, repeating the process multiple times due to errors while allowing nurses intermittent access to retrieve medications. Once the procedure was successfully completed, the unit was rebooted, the legacy drawer failures cleared, and the drawers appeared correctly in hardware teste application (hta). Final testing was performed with the pharmacist, who confirmed they were able to pull medications, and the unit was placed under continued observation through remote support service (rss) to ensure consistent functionality. The system functioned as intended after the field service engineer repaired the device.